Event description:
Event: conversion to oepn surgical repair. It was reported that the patient's arteries were calcified and very narrow. The left limb of graft was reported to be occluded due to a fold in the graft fabric caused by the narrow/calcified anatomy. It was also reported that there was a large superior neck endoleak that could not be resolved. The doctor elected to convert to a standard open repair procedure after placement of the graft.